Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2316-70. Serial: (B)(4). Batch: 2000022862. Product family: scs-linear leads. Upn: (B)(4). Model: sc-2316-70. Serial: (B)(4). Batch: 2000022862. Product family: scs-splitters. Upn: (B)(4). Model: sc-3400-30. Serial: (B)(4). Batch: 2000018996. Product family: scs-splitters. Upn: (B)(4). Model: sc-3400-30. Serial: (B)(4). Batch: 2000019102. Device technical analysis: the returned infinion cx lead model sc-2316-70 serial number 3208968 was analyzed, and visual and x-ray inspection revealed 12 fractured cables at the clik site. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that excessive mechanical/tensile force was exerted onto the lead, resulting in the cable fractures. The returned infinion lead model sc-2316-70 serial number 3210701 was analyzed, and visual and x-ray inspection revealed the lead body was cleanly cut during the explant procedure and found no other cable damage except the intentional cut. The clean cut damage is a result of a typical explant procedure. The returned splitter model sc-3400-30 serial number 609725 was analyzed, and visual and x-ray inspection revealed lead body was cleanly cut during the explant procedure and found no other cable damage except intentional cut. The clean cut damage is a result of a typical explant procedure. The returned splitter model sc-3400-30 serial number 579386 was analyzed, and visual and x-ray inspection revealed lead body was cleanly cut during the explant procedure and found no other cable damage except intentional cut. The clean cut damage is a result of a typical explant procedure. Investigation conclusion: the investigation concluded that the reported event of high impedances and loss of stimulation was confirmed through device analysis. Therefore, the most probable cause was traced to component failure.

Event description:
It was reported that the patient was experiencing a loss of pain coverage. At a reprogramming session it showed there were high impedances on half of the contacts. The patient underwent a revision procedure to replace the leads and splitters. The patient was receiving good pain coverage and doing well post operatively.